Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Related manufacturer reference number: 2938836-2017-20240, 2017865-2017-01987. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. During the replacement procedure, the right ventricular (rv) and right atrial (ra) leads were capped and replaced. The rv lead had a rising impedance which could be reproduced during provocative testing and insulation damage was noted near the header. Insulation damage was also noted near the header of the ra lead. The physician suspects the insulation damage is due to both leads rubbing against the can. The patient is stable following the procedure.